Event description:
The customer reported via phone call that he may not be receiving insulin and the reservoir or infusion set might be occluded. Blood glucose value at the time was 300 mg/dl; current blood glucose was high at 453 mg/dl. Customer stated he felt he was going into diabetic ketoacidosis. He treated with a bolus. Customer could not troubleshoot as he had to hung up and look for his syringes to treat manually. Customer was advised to treat as soon as he finds them and call back to continue troubleshooting. Emergency supplies would be sent as well since the customer stated he ran out of infusion sets and reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.